Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Customer stated that at night blood glucose was 200mg/dl, woke up at 300 mg/dl, gave more insulin, then blood glucose went to over 600 mg/dl and he went to hospital. The insulin pump will not be returned for analysis.